Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Customer confirmed the event occurred during reprocessing. The customers malfunction was confirmed. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that external stress was applied to lock lever of connecting tube, which broke the lever and the tube was unable to be connected. As a cause of external stress, the user may have applied force toward incorrect direction. The event can be prevented by following the instructions for use which state: "preparation and inspection. -move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found that when examining the reprocessor side connector, both lever locks were detached. The device was not returned in its original packaging and the lever locks were not returned. The pin inside the reprocessor side connector had no signs of damage or being bent. The tubing was inspected and there were no indications of punctures, tears or residue on the tubing. The slide adapter section of the endoscope side connector had several scratches on the metal housing. There were no signs of missing or loose components. Functional tests were unable to be completed due to one of the lever locks on the reprocessor side connector being broken off. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that gray pieces broke off of the connecting tube. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.